Event description:
The account alleged the side rail will not stay up. No pt impact.

Manufacturer narrative:
The account found the bed sheet was blocking the side rail latch and it would not catch. The account cleared the sheet from the side rail latch to resolve the issue.